Event description:
According to the available information the wire does not go through pusher and the pusher cannot be detached from dj beodes.

Manufacturer narrative:
After receiving this complaint, we didn't find other complaints on the lot number is 9414383. Unfortunately, the sample is discarded. So we can not do more than the documentary investigation. Checking the quality databases revealed that a corrective and preventive action is ongoing. We found 7 similar cases with the same defect and the ref (B)(4). Estimated date.

Event description:
According to the available information the wire does not go through pusher and the pusher cannot be detached from dj beodes.